Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned in two segments which severed from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this patient was in the hospital as it was found out that the left ventricular (lv) lead was outside the heart. There was nothing wrong with the lead as it was not placed correctly in the first place. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this patient was in the hospital as it was found out that the left ventricular (lv) lead was outside the heart. There was nothing wrong with the lead as it was not placed correctly in the first place. The lead was explanted. No additional adverse patient effects were reported.